Event description:
It was reported by a field service tech that the handpiece started smoking while the equipment was being tested during an on-site maintenance visit at the account. This did not occur during a surgical procedure. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece will not be returned to the MFR for investigation based on this event. A product return was requested. The reported condition of the device smoking during usage cannot be confirmed without the product being available for eval. A f/u report will be submitted after a quality investigation is completed if the product becomes available.